Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, they experienced vomiting, blurry vision and was unwell. When a fingerstick was taken the cgm reading was 260 mg/dl, and the blood glucose reading was 562 mg/dl. The patient called for an ambulance and was brought to the hospital. When a fingerstick was taken on arrival the blood glucose reading was 600 mg/dl, and the cgm reading was showing an unknown low reading. The patient was treated with intravenous insulin. The patient was discharged after 3 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.